Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h9, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickering and a purple screen, the universal cord had malfunctioned, a component failure of the universal cord, the light guide bundle of the insertion section was slightly interrupted and weakened, the charged coupled device objective lens was slightly scratched, a component failure of the light guide bundle, and a component failure of the distal end cover glass . A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction, including image flickering and a purple screen, was a faulty universal cord and a component failure of the universal cord. In addition, the cause of the slightly interrupted and weakened light guide bundle in the insertion section was determined to be a component failure of the light guide bundle. The cause of the slightly scratched charged coupled device objective lens was identified as a component failure of the distal end cover glass. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had image anomaly. The issue occurred during device reprocessing. There was no patient involvement.